Manufacturer narrative:
UDI=(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x32 synergy ii drug-eluting stent was selected for use. During preparation, it was noted that the stent came off the balloon while outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii us, mr 2.5 x 32mm stent delivery system (sds) was returned for analysis. The stent detached and separated from the sds (stent delivery system) and was not returned. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The review of the associated batch records for this device showed; the maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device showed there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one midshaft kink at 29mm distal from the hypotube to midshaft bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x32 synergy ii drug-eluting stent was selected for use. During preparation, it was noted that the stent came off the balloon while outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.